Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(4) as follows: on (B)(6) 2015, the drill bit interfered with the nail at the proximal screw hole. Screw insertion at the proximal side was complete by the use of a 3.0 k wire. No interference occurred in the distal screw hole. There was a two minute delay in the surgery and no reported harm to the patient. This report is 4 of 4 for (B)(4).